Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from initial reporter via medtronic field representative regarding an event happened during intra-op for a pre-op diagnosis of a patient with stenosis. It was reported that, when using the instrument in the usual fashion it was broken and fell apart. It was mentioned that surgeon took lots of time to find and retrieve all of the pieces via fluoro. It was mentioned as there was no delay occurred as a result of this event. It was mentioned as there were no fragments left inside the body and no additional treatment or complications reported as a result of this event. The procedure involved during this event was mentioned as laminectomy and microdiscectomy. There were no symptoms to patient reported as a result of this event. There were no complications to patient/physician were reported/anticipated.

Event description:
Additional information received on 22-oct-2020: it was mentioned that there was a delay of 30 minutes reported. The product came in contact with the patient but no harm occurred as a result of this event. There were no further complications reported as a result of this event.

Manufacturer narrative:
Manufacturing site was changed from p1031 to p1123. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H3: product analysis of part # 9569565; lot # gz07b048 analysis summary: visual review confirms the superior jaw is broken off at the pivot pin hole. Optical examination revealed a brittle fracture, with no indication of fatigue. The location and amount of force required in order induce fracture of the shaft is consistent with overload. The broken-off portion of the jaw was returned. There is no evidence found that would suggest a defect in design or manufacturing of the implant. The fracture of the jaw is consistent with overload of the instrument. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.